Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that both grippers were no functioning as intended. Troubleshooting was performed, and this issue was resolved. The clip was deployed on the mitral valve, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.